Event description:
The customer reported a cleaner fluid leak of approximately 1ml from the differential (diff) mix chamber on a unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument and no error messages were reported in connection with this event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/18/2015. The fse found cleaner in the drip tray due to diff mix chamber overflow. The fse found a faulty pinch valve vl241, which was allowing fluid through when in a closed state. The fse replaced vl241 and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).